Event description:
It was reported that there was a white particle was floating inside a small volume intermate. The particulate matter was identified after the device was filled with meropenem, while the device was in storage. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. A visual inspection identified a white particle, approximately 0.20 mm in size, floating in the devices reservoir. A fourier transform infrared spectroscopy scan determined the particulate matter to be acrylic. The cause of the particulate matter could not be determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.